Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 407 mg/dl while wearing the pod. Due to elevated bg levels, patient checked the pod and saw no poke hole so they were unsure if the cannula was properly seated in the infusion site (abdomen). As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred.